Event description:
Blood was found dripping from a crack at the male luer lock connector in the pt's extension tubing. The pt, a neonate, lost approx 4 cc's of blood. The tubing was changed and the pt received a blood transfusion.